Manufacturer narrative:
Date of event has been estimated. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the case information, the cause of the difficulty to remove, material separation, and stretched wire could not be determined. In this case, it is possible the wire was damaged during the insertion process; however, this could not be confirmed. The reported foreign body in patient appears to be related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The balance middleweight guide wire possibly caught on calcium and uncoiled/unraveled at the tip. The tip possibly separated and remains in the anatomy as a foreign body. No additional information was provided.

Manufacturer narrative:
Date estimated. The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The balance middleweight guide wire possibly caught on calcium and uncoiled/unraveled at the tip. The tip possibly separated and remains in the anatomy as a foreign body. No additional information was provided.